Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error. Customer reported that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on july 03, 2022. The insulin pump was received with unexpected insert battery alarm after installing a new test battery/test battery cap. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to unexpected insert battery alarm. Unable to download firmware using crest due to unexpected insert battery alarm. Unable to download history files and traces using thus due to unexpected insert battery alarm. Insulin pump was cut open to perform visual inspection and found corrosion on the electrical board 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. The original electrical board was cleaned, installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and unexpected insert battery alarm noted. The original electrical board was cleaned, installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no unexpected insert battery alarm noted. Unexpected insert battery alarm was confirmed due to corrosion on the electrical board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, an end cap address label missing and a broken belt clip rails. Unable to verify critical pump error (open book image) alarm and perform the required testing due to unexpected insert battery alarm. Unable to download firmware using crest and or history files and traces using thus were confirmed due to unexpected insert battery alarm. Unexpected insert battery alarm was confirmed due to corrosion on the electrical board. During visual inspection, corrosion was also found on the electrical board, force sensor and motor assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act